Manufacturer narrative:
Lot number and device manufacturer date provided.

Event description:
A medtronic representative reported a damaged open spine clamp. It was noted that the screw on the clamp was stripped. No further details were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
Correction: on 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device lot number, or serial number, not available at time of this report. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. Suspect part has not been returned to manufacturer for analysis.